Event description:
It was reported that the insulin pump had intermittently responsive keypad. The customer's blood glucose was 265 mg/dl. Troubleshooting was done and it was determined that the insulin pump needed to be replaced. The call was disconnected prior to obtaining the customer's alternate address. Call back was unsuccessful. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.